Manufacturer narrative:
The lot number was provided to the manufacturing facility. Therefore, retention samples from the reported and surrounding lots were evaluated. Visual and magnifying inspections revealed no anomalies along the total length. The outside diameter on the retention samples confirmed to meet manufacturing specification. The state of the adhesion level of the urethane outer layer was inspected under magnification. All samples confirmed to meet manufacturing specification. A review of the device history and shipping inspection records of the reported part/lot combination was conducted with no relevant issues. A search of the complaint database confirmed there have been no similar reports for the reported part/lot number combination. There is no evidence that this event was related to a device defect or malfunction. The samples were confirmed to be normal product. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
D4 - the UDI number for this product code is not required to be registered. The actual device was discarded by the user facility. Therefore, the investigation was based on the user facility information provided and evaluation of a sample from the reported product code. Visual inspection found no anomalies. Magnifying inspection found no anomalies. The outside diameter was confirmed to meet manufacturing specification. The urethane outer layer was removed from the core wire for evaluation. Magnifying inspection verified there was no gap or lifting between the core wire and the urethane outer layer. The production lot number was not provided by the user facility which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. The product sample evaluation was confirmed to be normal product. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. H3 other text : device discarded

Event description:
The user facility reported presence of an embolus found in the patient. Follow up communication with the user facility confirmed the following information: on (B)(6) 2016 a coil embolization procedure was implemented using several devices, including the actual sample; on (B)(6) 2016 the presence of an embolus was angiographically found in a vessel; we are unable to identify what it was or from which device it came from; all devices involved in the procedure were discarded; and the procedure was completed successfully;.